Event description:
It was reported that the shunt malfunctioned and required revision.

Manufacturer narrative:
The end with flow slits was cut off and not returned. The remaining catheter was sutured to a stepdown connector as part of a shunt. Fibrous debris was present on the exterior surface of the catheter. No other anomalies were noted. The catheter passed the patency check. The reported event could not be reproduced by laboratory personnel. A review of the mfg records showed no anomalies.